Event description:
It was additionally reported that the patient had been in their usual state of health when assessed 30 minutes prior to the driveline disconnect alarm. The patient was found with a "connect driveline" alarm by the nursing staff. It was assessed by a ventricular assist device (vad) coordinator via facetime, and it was noted that the driveline locking latch was open, and the driveline was partially disengaged from the system controller as evidenced by the driveline appearing to be in place, but the locking mechanism would not close. The patient had been known to disconnect herself one time before this incident according to the staff.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away. The patient was found with their driveline disconnected. The outcome was noted to be device/therapy related. An autopsy was not performed and the device would not return. Related manufacturer reference number: 2916596-2024-04287 (system controller).

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas (left ventricular assist system), serial number (B)(6), and the patient's outcome could not be conclusively determined through this evaluation as no log files were provided by the account and no product was returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use (IFU) is currently available and contains the following information: section 1 lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 2-11: if the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation. Section 7 outlines system alarms and the recommended actions associated with them. The heartmate 3 left ventricular assist system patient handbook is currently available and contains the following information: sections 2 and 4: check the system controller driveline connector often to confirm that the driveline is securely inserted into the socket. If the driveline disconnects from the system controller, the pump will stop. Section 2: the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, promptly reconnect it to restart the pump. The pump cannot run without power. Section 5 outlines system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.